Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Battery was 52% and 17 months later it decreased to 2%. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. Battery was 52% and 17 months later it decreased to 2%. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.